Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device was discarded.

Event description:
The customer reported that he was undertaking a distal radius procedure. The patient had surgery previously but necessitated a new procedure following an incident while paying volleyball. The surgeon noticed that the non-locking screw was not going easily into the bone, so he applied additional force. The head came off the screw. The shaft of the screw remains in the patient. The screw head was retrieved. The case was completed successfully leaving the broken shaft of the screw in situ. The surgeon noted that the patient was a young fit, healthy male with hard bone. The surgeon has ordered a 2.7 tap for such cases going forwards.

Manufacturer narrative:
The reported incident that bone screw, t7, 2.7x16mm was alleged of issue s-11 (breakage during surgery) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. Based on the received information, we conclude that too much applied additional force has lead to the screw breakage (note that no drill had been used for pre-drilling). As stated; ¿the surgeon noted that the patient was a young fit, healthy male with hard bone. The surgeon has ordered a 2.7 tap for such cases going forwards.¿ a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. If any further information is provided, the investigation report will be updated.

Event description:
The customer reported that he was undertaking a distal radius procedure. The patient had surgery previously but necessitated a new procedure following an incident while paying volleyball. The surgeon noticed that the non-locking screw was not going easily into the bone, so he applied additional force. The head came off the screw. The shaft of the screw remains in the patient. The screw head was retrieved. The case was completed successfully leaving the broken shaft of the screw in situ. The surgeon noted that the patient was a young fit, healthy male with hard bone. The surgeon has ordered a 2.7 tap for such cases going forwards.